Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted after it exhibited an end of life indicator (eol) due to a monitoring voltage of 2.60v with a charge time of 31.5 seconds. Three months prior at follow up, the monitoring voltage was 2.81v with a charge time of 14 seconds.